Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device breakage ('device breakage') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and psychological trauma ("psych injury"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, device breakage, device dislocation, pelvic pain, psychological trauma, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, breakage, migration, uti, vag. Infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: quality safety evaluation of product technical complaints. Incident: no lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: cornua') and device breakage ('device breakage') in a 27-year-old female patient who had essure (batch no. C356237-not valid,c35236) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: nexplanon from 2012 to (B)(6) 2015. Concomitant products included etonogestrel (nexplanon) since 2011 and medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015 for birth control as well as ibuprofen since (B)(6) 2018, nsaids since (B)(6) 2015, pantoprazole sodium sesquihydrate (gastroprozal) since (B)(6) 2019, paracetamol (acetaminofen) since (B)(6) 2015, sertraline hydrochloride (zoloft) and trazodone hydrochloride (desyrel) since (B)(6) 2019. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and complication of device insertion ("unable to to insert essure coil on right side"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, vaginal haemorrhage, menorrhagia, depression, anxiety and vaginal discharge was resolving, the pelvic pain, abdominal pain, urinary tract infection and vaginal infection had resolved and the psychological trauma and complication of device insertion outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, device breakage, device dislocation, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, breakage, migration, uti, vag. Infection,psych injury,fracture. Insertion date (B)(6) 2015 discrepancy noted as per pfs. Current weight 123lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral occlusion,test: total bilateral occlusion,fallopian tubes were blocked. Lot number (c356237) is not valid. Lot number: c35236 manufacturing date: 2014-03-04, expiration date: 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-jun-2020: fu7&8 process together- pfs received: outcome of the previously reported event- device migration, device breakage, vaginal bleeding, menorrhagia, depression, anxiety, vaginal discharge were updated, consumer weight was added, medical history was added. On 1-jun-2020: mr received: reporter was added, no new clinically significant information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: cornua') and device breakage ('device breakage') in a 27-year-old female patient who had essure (batch no. C356237-not valid,c35236) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nexplanon from (B)(6) to (B)(6)2015. Concomitant products included etonogestrel (nexplanon) since (B)(6) and medroxyprogesterone acetate (depo provera) from (B)(6)2015 to(B)(6)2015 for birth control as well as ibuprofen since (B)(6)2018, nsaids since (B)(6)2015, pantoprazole sodium sesquihydrate (gastroprozal) since (B)(6)2019, paracetamol (acetaminofen) since (B)(6)2015, sertraline hydrochloride (zoloft) and trazodone hydrochloride (desyrel) since (B)(6) 2019. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain ("pelvic pain"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). On (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and complication of device insertion ("unable to to insert essure coil on right side"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on 5-jan-2017. At the time of the report, the device dislocation, device breakage, psychological trauma, vaginal haemorrhage, menorrhagia, vaginal discharge and complication of device insertion outcome was unknown, the pelvic pain, abdominal pain, urinary tract infection and vaginal infection had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, device breakage, device dislocation, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, breakage, migration, uti, vag. Infection. Insertion date 26-jun-2015 discrepancy noted as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: bilateral occlusion,test: total bilateral occlusion,fallopian tubes were blocked. Lot number (c356237) is not valid. Lot number: c35236 manufacturing date: 2014-03-04 expiration date: 2017-03-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc (product technical complaint) a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: cornua') and device breakage ('device breakage') in a 27-year-old female patient who had essure (batch no: c356237, c35236) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "unable to insert essure coil on right side". The patient's previously administered products included for an unreported indication: nexplanon from 2012 to on (B)(6) 2015. Concomitant products included etonogestrel (nexplanon) since 2011 and medroxyprogesterone acetate (depo provera) from on (B)(6) 2015 for birth control as well as ibuprofen since on (B)(6) 2018, nsaids since on (B)(6) 2015, pantoprazole sodium sesquihydrate (gastroprozal) since on (B)(6) 2019, paracetamol (acetaminofen) since on (B)(6) 2015, sertraline hydrochloride (zoloft) and trazodone hydrochloride (desyrel) since on (B)(6) 2019. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, psychological trauma, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown, the pelvic pain, abdominal pain, urinary tract infection and vaginal infection had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, breakage, migration, uti, vag. Infection. Insertion date on (B)(6) 2015 discrepancy noted as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: bilateral occlusion, test: total bilateral occlusion, fallopian tubes were blocked. Most recent follow-up information incorporated above includes: on 10-jan-2020: plaintiff fact sheet received, patient demographic , essure lot number, contraception medication , lab data, event abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, vaginal discharge, unable to insert essure coil on right side were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device breakage ('device breakage') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and psychological trauma ("psych injury"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, device breakage, device dislocation, pelvic pain, psychological trauma, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, breakage, migration, uti, vag. Infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event injury to herself was replaced with new events- migration, device breakage, pelvic pain, abdominal pain, urinary tract infection, vaginal infection were newly added. Patient demographic information updated. Essure stop date updated. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.